Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-01958) . Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device prematurely reached eri. The patient suffered multiple episodes of loss of consciousness. A device replacement is planned.